Manufacturer narrative:
The insulin pump passed the functional testing and no battery alarms were noted. However, the insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump was also received with cosmetic damage and a slightly corroded battery tube and battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad. The customer's blood glucose level was 64 mg/dl. The customer was attempted to change her reservoir when her keypad became nonresponsive. The customer changed her battery and received a battery out of limit alarm. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.